Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown confirmed via MRI. This record is for a left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown confirmed via MRI. This record is for a left side. Device was explanted and replaced.